Manufacturer narrative:
The field service engineer evaluated the device and verified the pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). The fse replaced the proximal auto-zero solenoid (sol 3 and sol 4) and the da pcba and replaced the da pcba. The solenoids and da pcba were returned to philips failure investigation (fi). No visual anomalies were noted. Parts were tested, and no-fault was found. Fi investigation could not replicate the problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error proximal pressure sensor auto zero failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.